Event description:
It was reported to philips that the system's dc power supply failed, which can impact booting. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system's dc power supply failed, which can impact booting. Upon troubleshooting, the distributor field service engineer (fse) checked the system onsite and found power distribution dcps (direct current power supply) was faulty. To resolve the issue, the fse replaced pdu (power distribution unit). The defective part was sent for analysis, for pd dcps malfunction was observed and the failure was found to be electronic defect. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.